Manufacturer narrative:
This report is submitted on april 26, 2022.

Event description:
Per the clinic, the patient experienced soft tissue breakdown, exposing the receiver/stimulator. The patient also experienced skin necrosis which was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 14, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence (specific date not reported). This report is submitted on october 20, 2022.